Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Per the proglide instructions for use: if resistance is met upon removal of the device, follow the steps below to remove the device. Locate the two access ports on the lateral and medial sides of the device approximate to the location of the product logo. Insert the distal end of the dilator into the access ports, one at a time, to release the locking mechanism on the thumb advancer. An audible click should be heard. Check that the number 3 exits the number window completely and the thumb advancer is freed from the locked position. Retract the thumb advancer as far as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the locator wings. Slide the safety release to collapse the locator wings and reset the plunger. The locator wings are fully collapsed when the number 2 on the plunger exits the number window completely. Place the left hand on the puncture site in the palm-down position with the clip delivery tube extending up between the index and middle finger. Provide counter traction with the left hand on the patient's body, and assertively pull the device out with the right hand. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a chemoembolization procedure. Reportedly, the device was stuck after clip deployment. The safety release mechanism was used, however, it was used incorrectly; only one side port was used so only one side released. The device was gently pried/pulled out. There was no damage to the artery; it seemed to be fairly dry after a few minutes of compression. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned and the reported difficulty to remove was confirmed. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported experience of difficult to remove appears to be related to technique such that the access ports were not used to facilitate device removal. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Per the instructions for use: if resistance is met upon removal of the device, follow the steps below to remove the device. Locate the two access ports on the lateral and medial sides of the device approximate to the location of the product logo. Insert the distal end of the dilator into the access ports, one at a time, to release the locking mechanism on the thumb advancer. An audible click should be heard. Check that the number 3 exits the number window completely and the thumb advancer is freed from the locked position. Retract the thumb advancer as far as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the locator wings. Slide the safety release to collapse the locator wings and reset the plunger. The locator wings are fully collapsed when the number 2 on the plunger exits the number window completely. Place the left hand on the puncture site in the palm-down position with the clip delivery tube extending up between the index and middle finger. Provide counter traction with the left hand on the patients body, and assertively pull the device out with the right hand.